Manufacturer narrative:
Findings: unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to performed the displacement test due to display anomaly.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the screen does not work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.